Manufacturer narrative:
On 7/31/2018, mentor became aware that the lot number and product code were erroneously omitted from the initial report submitted on 7/11/2018. The impacted product was a 750cc artoura breast tissue expander. The device history record (DHR) for the lot number 7570807 was reviewed on 8/1/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast reconstruction revision with an unknown mentor tissue expander on (B)(6) 2018, and experienced an infection one week later. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The tissue expander being replaced was an artoura breast tissue expander 750cc tissue expander that had deflated. The deflation event was reported by mentor on (B)(6) 2018 under 1645337-2018-03690.